Event description:
T-bird ventilator alarming low oxygen pressure. Pt observed and was cyanotic. Ventilator oxygen module failed to supply wall outlet oxygen to the pt. Pt manually bagged and a new ventilator was placed without incident. The pt was transferred to a hosp, secondary to seizure activity.